Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "alarming ". This condition has the potential to cause an interruption of delivery. This condition was found in the "ICU" department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is vista minor (5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is "alarming" was confirmed and reproduced during sample evaluation. The root cause of this condition was assigned to a depleted main batteries alarm. The main batteries and battery harness were replaced to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.